Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tibial insert would not seat in the tibial tray. No further information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of a photograph. Visual inspection of the photograph provided found the distal surface to exhibit damage and the dove tail / locking features to be flared out and compressed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.